Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
A user facility medwatch (ref #(B)(4)) was received stating that: "MRI compatible ventilator generated exhalation alarm while in use on patient during MRI. Patient continued to be monitored, maintaining o2 sat & ventilation during remainder of MRI. New backup cassette inserted and processed correctly. Patient was then immediately switched back to regular ventilator." (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The expiratory cassette was replaced by the user facility and ventilator logs were downloaded. Evaluation of the received logs confirms the reported alarm for technical error in expiratory cassette on the event date. Evaluation shows that the ventilator successfully passed pre-use check both prior and after the event when the expiratory cassette has been replaced. Since the replaced part was not returned for investigation, the root cause of the reported technical alarm has not been determined. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).